Manufacturer narrative:
To date, this device has not been returned for to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer report to olympus that the image on the hd autoclavable camera head is occasionally blue. The issue was found during inspection before use for a cholecystectomy therapeutic procedure. The procedure was completed using a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.